Event description:
It was reported that the pump exhibited a check syringe plunger sensor error. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Device evaluation: one device was received. A visual inspection found no physical damage. A review of the event history log found a check syringe plunger sensor error. During the functional testing, a "travel reverse error" and "check clutch/plunger lever" error were found. The plunger right case, plunger pcb, leadscrew and clutch cam were replaced. Plunger pcb glue contamination was determined as being the cause of reported issue. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported serial number.